Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a chronic type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system. The initial ctag was planned to be deployed from just below the left common carotid artery, but due to the proximity of the dissection entry, the physician decided to perform a sleeve cut to ensure the length of the proximal neck. Subsequently, the proximal ctag was intentionally deployed from a position that covered about 80% of the left common carotid artery. The angiography revealed the impairment of blood flow in the left common carotid artery. A bare metal stent was additionally implanted as a treatment, which recovered the blood flow. The patient tolerated the procedure. The physician¿s comment: ¿due to the short proximal neck and the proximity of the dissection entry, I had to deploy the device at a very tight position. The entry was successfully closed.¿

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: branch vessel occlusion or obstruction, stent graft: improper placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.